Manufacturer narrative:
The vio dv electrosurgical unit (esu/generator) involved in the incident was returned to erbe USA for an evaluation and repair. No anomalies were found in the device history record (DHR) of the esu. Upon servicing of the generator, if any conclusive determination is made as to the cause(s) of the reported issue, then a follow-up MDR will be filed.

Event description:
It was reported that a patient incident occurred with the da vinci robot that included the erbe electrosurgical unit (esu/generator) during a hysterectomy. No information was provided regarding any other equipment or accessories used in the procedure. In addition, no information was conveyed to erbe regarding the esu settings used during the operation. Per the reported information, the esu errored (registered error code c-34) and stopped delivering monopolar and bipolar output (i.e., hf current). The reported event occurred when the surgeon was trying to fulgurate on the uterine artery in order to cut. The system was shut down and restarted, where it proceeded to deliver energy for about two (2) minutes, until the same error occurred again. After about one (1) hour of trying to troubleshoot the generator, the procedure was converted to an open procedure due to bleeding. After the conversion, the surgeon was able to control the bleeding and close the abdomen. However, the patient underwent a supracervical hysterectomy, rather than a hysterectomy due to the severe amount of bleeding. The patient lost approximately 1000ml of blood and required blood transfusions. After the operation, the patient was moved to a general floor for recovery, but a few days later was transferred to the intensive care unit (ICU). The patient was in the hospital at least 2 to 2.5 weeks postoperative.